Manufacturer narrative:
The device was manufactured on 8/10/2006 and was previously repaired 9/22/2011 for a non-related issue. Investigation revealed the comb was excessively damaged and deformed. There was also damage to the side plates, hinges, roller, shoulder bolts, washers and roller gear. Prior to repair, repair of the device included replacement of the side plates, bearings, roller gear, roller, comb, screws, comb springs, shoulder bolts, hinge tops, ball detents, washers and latching pin. The reported event was most likely due to the excessively damaged comb, which was most likely due to improper handling by the user. It should be noted, per the instructions for use, "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was repaired and returned to the customer.

Event description:
It was initially reported that the initial graft harvest was torn, ripped, shredded and unusable. Additional clinical information determined that the issue occurred during a surgical procedure. As a result of the damaged graft, an additional unplanned graft harvest was required to complete the surgery. An alternate device was retrieved and used to complete the surgery without any known delay.